Event description:
It was reported that patient's l1 lead was fractured and patient experienced ineffective stim due to that. As a result, the lead was explanted and replaced restoring effective therapy.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. Date of event is estimated.